Manufacturer narrative:
Medtronic received the following information from the journal article entitled; the use of closure devices for aortic stent-graft insertion: outcomes following a paradigm shift to percutaneous access in a tertiary vascular center. Doi: 10.1177/1538574419858829 alan d. White, can hazar, david jarosz, paul walker, david shaw and costa tingerides. Vascular and endovascular surgery 2019 vol 54 issue 7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic and non-medtronic stent grafts were implanted in patients for thoracic and abdominal aortic repair. The following events were reported: malfunction: kink.